Event description:
It was reported that a 36-year-old female patient underwent primary breast augmentation with 325cc mentor memorygel breast implant and experienced capsular contracture; baker grade unknown on her left side postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Mentor is aware that the date of event (january 1, 2021) is prior to the date of implant ((B)(6) 2021). Multiple follow ups were completed for clarification. However, no response was received. If additional information becomes available, it will be updated and supplemental report will be submitted.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, mentor became aware that the date of adverse event was three weeks after date of implant of devices. Hence, field b3 has been updated to (B)(6) 2021". Mentor also became aware that the patient's age was 35 at the time of event (field a2 has been updated), patient is caucasian, and the patient experienced right side pain in addition to left side capsular contracture; baker grade unknown. This supplemental medwatch report is for the patient¿s left-sided device. Right side pain is being reported separately. Manufacturer¿s reference number: (B)(4).